Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 10-oct-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 17.8 u and dailytotalofbolusinsulindelivered = 0 u which is equal to the dailytotalofallinsulindelivered = 17.8 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 10-oct-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bg. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Customer alleged not confirmed for pump unable to pair to the transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglcemia. The customer reported blood glucose value of 1400 mg/dl. The customer reported hyperglycemia treated with discontinue use of insulin delivery system, emergency physician visit, hospitalization: overnight stay. Customer reported the following led up to the event: unknown. The event involved product(s) mmt-1886. The customer has been using the insulin pump system within 48hrs of reported high blood glucose event and auto mode/smartguard feature active at time of high blood glucose event. The customer reported that insulin pump in use led up to the hospitalization. Customer declined to continue with troubleshooting. No further patient complications were reported. The customer will continue using the device. No product return is required for mmt-1886.